Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 800 mg/dl. The customer stated, he had an infection in his leg. The customer was also dealing with the death of his father. The customer was unable to troubleshoot at the time of the call. Advised the customer to call back for troubleshooting when he was able to. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.